Manufacturer narrative:
Concomitant medical products: product ID 8731sc lot# serial# (B)(4) implanted: (B)(6) 2014 product type catheter . Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 01-jul-2016, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient continued to experience intermittent withdrawal symptoms after the pump was replaced (see manufacturer¿s report # 3004209178-2021-12074). Most recently, the pump was refilled last thursday. The patient went home and since then had had an increase in pain and a strange medicinal taste in his mouth. The pump logs had been checked and there were no abnormalities and a second myelogram did not show any issues with the catheter. Additional information was received on 16- aug-2022 that reported the patient has been experiencing intermittent therapy issues since implant of this pump. At times the patient feels like he's getting nothing then a "big whoosh" of drug at one time. The reporter stated that this usually has happened within a week or 2 after he's had a refill. They always get back the expected volumes at pump refills and have done dye studies and found the catheter to be patent "every time." The patient does respond positively to boluses and the pump is programmed to deliver intermittent boluses via a flex program. The reporter stated that instances lately are "not as severe" as they used to be. The healthcare provider is going to order an MRI to check for granuloma.

Manufacturer narrative:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving bupivacaine and dilaudid via an implanted pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.